Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. A malformed clip was received in a bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a fibula free flap mandibulectomy procedure, the clip was formed and subsequent clip misfired. Case completed with another device of the same product code. There were no patient consequences reported.